Event description:
Customer reports lancet has protruded from the cap of the softclix device before and after firing. An accidental needle stick occurred, but did not require medical attention. No adverse event reported. Requested return of suspect device and replacement was sent.